Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the opinion of the physician, given the tightness of the lesion an event such as this was not unexpected. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID#(B)(4).

Event description:
During use of a diamondback coronary orbital atherectomy device (oad) in a tight lesion, a vessel perforation occurred. Balloon angioplasty and stent placement were performed to resolve the perforation, and complete the procedure with good results. The patient remained hemodynamically stable throughout the procedure, and was discharged the following day as expected.